Manufacturer narrative:
Citation: kadoya y, et al. Prognostic value of cardiac 123i-metaiodobenzylguanidine imaging for predicting cardiac events after transcatheter aortic valve replacement. Esc heart fail. 2021 apr;8(2):1106-1116. Doi: 10.1002/ehf2.13123. Epub 2021 jan 5. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prognostic value of cardiac 123i-metaiodobenzylguanidine imaging for predicting cardiac events after transcatheter aortic valve replacement (tavr). All data was collected from a single center between july 2017 and may 2019. Of the 107 patients included in the study population (100% japanese; predominantly female; median age 86 years), 54 underwent tavr with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. The events noted in the paragraphs below were observed by the authors over a median follow-up of 366 days (range: 210 to 552 days). Among all patients, nine all-cause deaths occurred, including four cardiovascular deaths. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: permanent pacemaker implantation, post-tavr complete left bundle branch block, paravalvular leak (greater than or equal to moderate), bleeding complication (life threatening or major), and hospitalization for heart failure. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.